Manufacturer narrative:
An event regarding periprosthetic fracture involving accolade stem was reported. The event was not confirmed. Product evaluation and results: not performed as no device was returned. Not performed as no medical records were received for review. Indicated all devices were manufactured and accepted into final stock with no reported relevant discrepancies. There have been no other similar events for the lot. The event was not confirmed because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to a femoral periprosthetic fracture suffered in a fall. An accolade tmzf stem, head and liner were revised to a restoration modular stem construct with a new head and liner. Rep confirmed there are no allegations against the revised head and liner, provided primary and revision usage sheets, and confirmed that no further information will be released by the hospital or surgeon.